Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of sever sleep apnea an issue related to a dreamstation auto bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. After the second attempt to have the device and components returned for evaluation, the customer stated that able to get a device and sent the old one back. That was last year. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5108581). The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient has alleged of sever sleep apnea. There was no report of serious or permanent patient harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.